Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted a gradual rise on rv impedances and no noise stored was observed. Slight rise in rv threshold was also noted in the same time. Programming options were recommended. Currently, this rv remains in service and no adverse patient effects were reported.